Manufacturer narrative:
Device was used for treatment, not diagnosis. Initial reporter: the patient provided the hospital where the original implant surgery was performed, this information has been included in this report without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient reported that after undergoing a successful titanium trochanteric fixation nail surgery, she began to experience intermittent pain post-operatively, about one month later. The doctor prescribed pain killers. Patient reports that after conducting internet research she is concerned regarding possible "metallosis" what she explained as a poisoning due to leaching implants. This has not been confirmed by the patient¿s health care provider who has offered to remove the implants if desired. As of the date of this report the patient has reported she is too frail and would not be able to survive another surgery. The doctor confirmed calcification through x-ray which leads the patient to believe there is a possibility of metallosis this is report 2 of 3 for (B)(4).